Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the micro drill medium straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the micro drill medium straight attachment was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Through disassembly and visual inspection it was determined the components were affected by broken down lube and debris. The device likely failed for heat due to broken down lube and debris affecting the components including the bearings. Broken down lube may affect the rotational and design properties of the device causing the symptoms. The device was scrapped at the manufacturer.